Event description:
Info received indicates, the left head siderail is not latching properly.

Manufacturer narrative:
The tech replaced the inline spring inside the center arm assembly to repair the bed.